Event description:
The patient was not able to adjust stimulation. The device was powered off. An information request was made regarding the patient programmer (pp). The patient was having issues with the pp. The patient went to increase the stimulation and it would not go up. The patient was seeing the symbol on the remote with lightning bolt on it and was able to decrease setting but not increase setting. The ins has been on since 2007. The pp batteries were replaced this morning. The patient synchronized with the ins and the ins off icon was seen and a setting of 1.35 on group c. The patient was instructed on how to turn the ins on and then the ins on icon was seen. The patient was not sure how the ins got turned off and this was the first time this had ever happened. The patient last recharger at the beginning of the month and it has been working fine after that. The stimulation was turned off sometime between friday and now. The last time the patient went out and had to adjust stimulation was a week ago saturday. After coming back the patient decreased stimulation and was still feeling stimulation. With bad weather the patient would still feel stimulation. The patient last felt stimulation on friday night ((B)(6)) and the weather over the weekend was beautiful so he was not sure if he felt stimulation over the weekend. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).